Manufacturer narrative:
The unit was not returned to ge healthcare for investigation. An exact root cause determination cannot be made without the unit.

Event description:
During a checkout of the vaporizer, ge healthcare service representative noted the interlock system was not functional.